Event description:
It was reported a patient presented for an unrelated procedure on (B)(6) 2023. During procedure, it was noted the right ventricular (rv) lead had a high capture threshold. The rv lead was capped and replaced within the same operation. Post-procedure the patient was stable.